Manufacturer narrative:
Correction to initial reporter type and country. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in an inappropriate shock to this patient. This patient had presented to the emergency room (ER) due to this. Technical services (ts) reviewed the episode noting a flat and small morphology on the subcutaneous electrocardiogram (s-ECG) at times. Imaging was performed in which a facture could not be seen. Ultimately, this s-ICD and electrode were explanted and replaced with a new s-ICD system. This s-ICD has been returned and is expected to be analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Correction to initial reporter type and country. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in an inappropriate shock to this patient. This patient had presented to the emergency room (ER) due to this. Technical services (ts) reviewed the episode noting a flat and small morphology on the subcutaneous electrocardiogram (s-ECG) at times. Imaging was performed in which a facture could not be seen. Ultimately, this s-ICD and electrode were explanted and replaced with a new s-ICD system. This s-ICD has been returned and is expected to be analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in an inappropriate shock to this patient. This patient had presented to the emergency room (ER) due to this. Technical services (ts) reviewed the episode noting a flat and small morphology on the subcutaneous electrocardiogram (s-ECG) at times. Imaging was performed in which a fracture could not be seen. Ultimately, this s-ICD and electrode were explanted and replaced with a new s-ICD system. This s-ICD has been returned and is expected to be analyzed. No additional adverse patient effects were reported.